Event description:
It was reported by the rep that the (3) prw35 were used during a colectomy procedure. It was reported that the skin stapler fired 3-4 times, then a staple malformed which jammed the device. The case was completed with another device. There was no pt consequence. 06/29/2000 add'l info from rep: a total of three devices had the same issue in this case.